Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd smartsite¿ needle-free connector there was occlusion. The following information was provided by the initial reporter, translated from (B)(6) to english: on that day, the nurse for the patient infusion treatment, the use of needleless closed infusion connector; open the package, infusion exhaust, found that the syringe can not be pushed, the assistance is very large, the internal is not fluent, so to be replaced, after the replacement of the syringe pushed the injection of smooth, did not find clogging, due to the incident for the patient puncture before the discovery of the patient did not affect the patient.

Event description:
It was reported that while using the bd smartsite¿ needle-free connector there was occlusion. The following information was provided by the initial reporter, translated from chinese to english on that day, the nurse for the patient infusion treatment, the use of needleless closed infusion connector; open the package, infusion exhaust, found that the syringe can not be pushed, the assistance is very large, the internal is not fluent, so to be replaced, after the replacement of the syringe pushed the injection of smooth, did not find clogging, due to the incident for the patient puncture before the discovery of the patient did not affect the patient.

Manufacturer narrative:
H6: investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 23025357. The feedback provided by the customer suggests a complete occlusion was detected during use of the smartsite device; however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23025357 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.